Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported. Investigation summary: the device was brought to nihon kohden america for repair. The reported problem was duplicated. The internal components were found to be dusty. There was no evidence of preventative maintenance having been done. The hard drives were replaced to fix the issue. The service history for this serial number shows no prior history of the problem and there was no record of prior hard drive replacement. This cns was installed on (B)(6) 2017. It is presumed that hard drives failed due to being used past the recommended two years or 20,000 hours. Boot up failures, including boot looping, booting into the bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive having reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors include: · power outages · generator tests · uninterruptable power supply (failure) · power outlet failure . Maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up is related to its internal hard drives. This is indicative of the device needing maintenance and/or service.

Event description:
The customer reported that the central nurse's station (cns) was repeatedly going in and out of the bios menu and splash screen. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) keeps going to the bios menu and splash screen, and then back again, and will repeat that sequence. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) keeps going to the bios menu and splash screen, and then back again, and will repeat that sequence. No harm or injury was reported.